Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from legal council, that the patient with this right ventricular (rv) lead is seeking compensation due to inappropriate shock therapy. Root cause of the inappropriate therapy was reportedly due to an rv lead integrity anomaly. The associated device was deactivated and a life vest provided while the patient awaited a rv lead revision. Following a successful revision procedure to replace the lead, no additional complications were reported; the device remained implanted and in service with a new rv lead. The explanted lead was not received for analysis.

Event description:
Further case review, in absence of returned product testing to conclude root cause, was suggestive of lead mechanical stress due to location, as the mechanism of the lead integrity anomalies. No evidence of a subclavian crush was present.